Event description:
The pt contacted medical affairs specialist (mas) on october 22, 2008 and left a message regarding a letter he received. Mas spoke with the pt on october 22, 2008 at around 10 am and obtained additional info regarding his onetouch ultra2 meter. On approx two weeks earlier, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The pt reported that the alleged issue began on the morning of the first week the month. On an unspecified date/time, after the reported issue started, the pt claimed that he developed a headache, felt "fuzzy," and didn't feel like himself. On six days later at about 12pm, he reportedly experienced symptoms of "frequent urination and thirstiness." The pt was not tested on any other meter during his symptoms. The pt reportedly took 29 units of novolog insulin based on a sliding scale due to his symptoms. He reportedly went to his doctor on the same day at 4:30pm, but did not receive any treatment for his diabetes. He stated that he does not remember the reading obtained on the doctor's meter. At the time of troubleshooting, the cca confirmed the subject meter's battery had been replaced and there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hyperglycemia after the subject meter would not turn on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.